Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported bad location for prosthesis. 6 upper implants were placed for rehabilitation of posterior sites but the implant at tooth site 15 was in bad position and it made prosthetic rehabilitation very complicated. Implant was then removed and a new implant in better position was placed in the same surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. One implant were returned for investigation. Visual evaluation of the as returned product identified the implant removal tool fractured inside the implant. Implant has heavy sings of wear and damage possibly due to the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). Patient is a smoker and bruxist. The reported device was located on tooth 15 (fdi) and was used for approximately 5 months, and 28 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: p-iis086gi rev. H - 07/2021; potential adverse events; page 3. & instructions for use - retriever tools and guide sleeves, IFU 4930i rev 3 ¿ 11/19. Information identified: indications, warnings and precautions. Per the applicable IFU, it is stated that surgical instruments are susceptible to damage and wear and should be inspected and cleaned before each use. DHR review: DHR review was completed for the subject lot number (2018070391). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review : review completed utilizing keywords: 'functional fracture, functional other' complaint history review was performed for the reported lot number (2018070391) for similar events and no other complaint was identified. Review completed utilizing keywords: 'functional other' post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events (functional fracture, functional other) or product (fos511, irt). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the reported event for the implant (functional other: bad position) could not be verified as the exact details of event and patient anatomical conditions were unknown.